Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion being treated was located in the severely tortuous and calcified right coronary artery (rca). The physician was unable to cross the lesion with a 2.5x20mm promus element stent. After several attempts to cross the lesion with the device, the physician removed the device outside the patient's body. It was noticed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).